Event description:
It was reported that a device was used during a colectomy. It was reported by the affiliate that the device rubber valve tore during the case. Another device was used to complete the case. There was no consequence to the pt.